Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and six electric shocks due to an atrial arrhythmia. Technical services (ts) reviewed the episode and found the device chose to treat due to rhythm ID being uncorrelated. Ts recommended reprogramming options. It was noted device therapy was exhausted and the rhythm was unchanged from onset. This ICD remains in service. No additional adverse patient effects were reported.